Event description:
It was reported that during an arthroscopy procedure using fast-fix 360 curved ndl delivery sys, the suture ruptured when it was tightened after t2 was deployed. T1 and t2 were already implanted in the patient, and they were not removed. The procedure was completed with a non-significance delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
B5, event description: updated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy procedure using fast-fix 360 curved ndl delivery sys, the suture ruptured when it was tightened after t2 was deployed. It is unknown if there was a surgical delay. The procedure was completed using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection revealed the suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. An assessment of material characteristics found that no fracture of the implant could be confirmed based on the condition of the product material found during visual inspection. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material documentation found a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include breakage of the suture if there is damage caused by sharp instrument. No containment or corrective actions are recommended at this time.